Event description:
Based on info reported by the pt's attorney: (B)(6) 2002 - a bard composix kugel hernia patch was used to repair pt's hernia defect. On (B)(6) 2011 - pt's bard composix kugel hernia patch failed. Pt was admitted to hosp where he underwent surgery to repair his incarcerated ventral hernia. During surgery his mesh was noted to be contracted and wadded, and was explanted. The attorney alleges the pt developed permanent injuries, pain, serious physical complications.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No medical records have been provided and no sample has been returned. A mfg review was performed and did not find evidence of a mfg related cause for the reported event. We have contacted the initial reporter to obtain add'l info and to request that a sample be returned. If add'l info is received, a followup MDR will be submitted.